Event description:
Consultant reported: during open reduction internal fixation procedure of the right hip, the t part of the handle of the insertion handle (338.302) for the screws broke and would not engage the screw. The handle kept free-spinning on the shaft. The surgeon used the tip for the impactor (338.26) to position the plate correctly. Upon hitting the impactor tip against the plate, the tip of the impactor broke off but not into the wound. No fragments to retrieve. The surgeon was able to complete the procedure without further incident. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the impactor tip was received with damage consistent with description. The tip of the impactor has broken and is missing a portion. There is also substantial damage to the plastic tip in regions that should not see impact during normal use. There are also gouges along the length of the tip. Manufacturing evaluation has determined that the measurable dimensions were within appropriate tolerance ranges. The manufacturing record indicates appropriate materials and processes would have been used. Based on the damage present on the tip of the impactor it appears that the impactor was used/abused in an unintended manner. This complaint is invalid due to the possible misuse of the instrument.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection during manufacturing review revealed the instrument was received with some brown discoloration on etched scale near the hex drive. The handle was not able to be rotated about the shaft using normal force during this investigation. The instrument shaft was then secured in a bench vise and then the handle was able to be rotated about the shaft with normal force. The two dowel pins that secure the handle to the shaft have sheared at the intersection of the handle and shaft. All features related to this complaint could not be verified during this investigation due to damage, dowel pins have sheared in half at intersection of shaft and handle. This complaint is indeterminate from a manufacturing perspective.